Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The reporter stated the cgm values were 90 to 100 mg/dl points higher than the bg. On monday(B)(6) 2022, the patient was confused and incoherent and shortly afterwards, her cgm alerted for urgent low. The patient ingested six boxes of juice, and four glucose tablets; however, she experienced a seizure. Her spouse (retired physician) monitored her during and post-seizure and after two hours, the patient recovered without further treatment. At the time of the report the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.